Manufacturer narrative:
Unit alarmed a33 during the prime/a33 test and alarmed motor error during the basic occlusion test due to moisture damage on the fsr (gold). Unable to perform the occlusion test, excessive no delivery test and dat test or verify drive/motor due to a33 alarm. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind, self test and a21 error test. The motor home switch, electronic assembly and vibrator motor was corroded. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they tried to change the set and reservoir but got a motor error alarm followed by a compromised force sensor system alarm. The customer's blood glucose level was 148 mg/dl. The customer stated that insulin was squirting out during the manual prime process. Troubleshooting was performed. The drive support cap appeared normal. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.